Manufacturer narrative:
As reported, the patient was surgically implanted with an optease vena cava filter. The optease filter implanted in the patient is now tilted, migrated from its original placement, fractured, and is perforating through the vena cava into adjacent organs. The patient is also now at risk for future migrations, perforations, and/or fractures from the retained filter. She further faces numerous other health risks, including increased risk of clots and risk of death. The patient will require ongoing medical care and monitoring for the rest of her life and may ultimately require additional surgery in an attempt to remove filter. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter fracture, migration and tilt could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The timing and mechanism of the reported filter tilt could not be determined. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient, was surgically implanted with an optease filter. The optease filter implanted in the patient is now tilted, migrated from its original placement, fractured, and is perforating through the vena cava into adjacent organs. The patient is also now at risk for future migrations, perforations, and/or fractures from the retained filter. She further faces numerous other health risks, including increased risk of clots and risk of death. The patient will require ongoing medical care and monitoring for the rest of her life and may ultimately require additional surgery in an attempt to remove filter.

Manufacturer narrative:
This report was determined to be duplicate report to MFR number 1016427-2017-00655 that was previously submitted. Any subsequent additional information received will be captured under the MFR number 1016427-2017-00655.